Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, broken battery tube threads, and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer had a crack on reservoir window and batter cap on the insulin pump. The customer's blood glucose unknown mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced.